Event description:
It was reported that (1) er320 device was used during an unknown procedure. It was reported by the affiliate that the instrument did not fire the clips, it was blocked. It is not known how the case was completed. There was no consequence to the pt.